Event description:
According to the reporter, post operatively, on recanalization, after 8 days, it was noted there was an incomplete staple line and anastomotic dehiscence. There was an unanticipated tissue loss and tissue damage. Reintervention was done to close the dehiscence and the procedure was converted to open. The incision was also extended and the surgical time was increased by 30 minutes or more due to the product problem. The was patient was also hospitalized and was not yet dismissed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.